Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section h3-(81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to blurry vision. There was no delay in procedure, no medical intervention, no incision enlargement, no sutures, and no vitrectomy reported. Hyperopic surprise ora was used. Patient outcome: 20/30 vision hyperopic outcome +1.25. Visual acuity pre-operative: 20/25. Visual acuity post-operative: 20/30. No further information was provided.